Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter with the one-way valve attached. No blood was observed inside the iab catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks or holes were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that upon initiation of intra-aortic balloon (iab) therapy the console generated an alarm and the iab was unable to inflate. The iab was removed and a hole was noted. A new 40cc iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that there was a hole in the intra-aortic balloon (iab). The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.